Event description:
The customer reported that insulin was squirting out during prime. Troubleshooting was performed. The customer stated that insulin was dripping after the motor stopped and the insulin pump alarmed motor error. Requested to change the infusion set and restarted the priming process. The customer stated that insulin did not come out after motor stopped and the numbers were ramping. Ran a displacement test and the insulin pump failed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.